Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-16. H6: investigation summary: bd received 1 samples and 4 photos from the customer for investigation. The photos and sample were reviewed and the customer¿s indicated failure mode for damaged cap with the incident lot was not observed. Upon evaluation of the sample and photos, it appears that the stopper was placed in the shield crooked. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® fx 5mg 4mg plus blood collection tubes had a broken lid/cap. The following information was provided by the initial reporter: translated to english. The customer stated "during the assembly process a substandard vacutainer has been found. The cap was found to be damaged ¿ the rubber insert was misaligned and not fitted inside the grey cap, compromising the seal properties of the tube."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® fx 5mg 4mg plus blood collection tubes had a broken lid/cap. The following information was provided by the initial reporter: translated to english. The customer stated "during the assembly process a substandard vacutainer has been found. The cap was found to be damaged. The rubber insert was misaligned and not fitted inside the grey cap, compromising the seal properties of the tube."